Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1fjdb, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the lead was removed due to infection. The new lead is scheduled to be implanted on (B)(6) 2019. The issue is not yet resolved. They had the lead removed on (B)(6) 2017 and they don't have any additional information regarding the procedure. The lead was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the infection was resolved.